Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this patient experienced syncope due to sudden bradycardia episodes. Technical services (ts) was consulted and discussed adjusting the pacemakers sensor to accommodate. To date, no further adverse patient effects were reported.